Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the liquid crystal display had an issue. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information is available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a colleague infusion pump in which the liquid crystal display had an issue was confirmed. The root cause was attributed to a distorted main display. The display colour service assembly, user interface module standoff left and right, and colour liquid crystal display guide have been replaced to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no abnormality was observed. The user interface module software version of this pump is v5.09.92. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).a follow-up report will be filed upon completion of the evaluation or if any additional details become available.